Event description:
Information was received from a patient regarding external equipment. Pt reported the desktop charger (dtc) cord is not staying connected to the insr so he cannot charge the recharger and then charge his implantable neurostimulator (ins). Pt did mention that the connector pin is bent he noticed this past weekend. Pt mentioned that he needs to have another MRI this week so he needs to get his ins charged. Patient mentioned they are having some additional medical concerns with continued weakness in his legs. Patient stated his multifocal motor neuropathy is progressing to the point that they have to walk with a walker and other health issues they are dealing with. Patient reported that they used to be able to charge the implanted neurostimulators battery pack and it would last at least a week to 2 weeks but now it seems like they are charging every 4 days since about 8 - 9 months ago. Patient verified they have had to increase the stimulation from 4 to 5. Patient services (pss) reviewed that increasing stimulation will relate to charging the ins more often. Pss suggested that patient have his programming checked. A replacement desktop charger was sent out. Pt mentioned they have been seeing eri message - pss redirected pt to healthcare provider (hcp) to have the battery checked.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761 and serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the [desktop charger], model [37761], s/n (B)(6), revealed. Analysis found:frayed cord and no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.